Event description:
It was reported that during insertion the pt stated that he could feel it in his arm and became very anxious. Once PICC inserted, face became very flushed and pt complained of chest pain and difficulty breathing. Vital signs stable. Resolved within 5-10 minutes.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reug0997 showed no other similar product complaint(s) from this is lot number.